Event description:
Patient reported he has experienced hyperglycemia of up to 400 mg/dl since (B)(6) 2013, and the infusion device has not displayed any alert/error messages. He changed the infusion set and delivered insulin via the infusion device, but this did not resolve the issue. Following his physician's recommendation, he delivered insulin via pen and was able to lower his blood glucose to his normal range (approximately 120 mg/dl). The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.